Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken/damaged- 08/26/2019 10:17:36 rfc_repairs (rfc_repairs) grounding wire from display board to main board has been cut. Door is damaged. 09/07/2019 11:15:18 ngoc t bui (nbui) est - prw to mjr 09/12/2019 09:32:23 crisleivy pena (crpena) updated from prw to mjr for the major repair needed per ngoc bui, service tech. Repair approved by alden pasion, biomed, at alden.pasion@providence.org for $365. New po# 50051247695-rpr. 09/26/2019 14:57:44 ngoc t bui (nbui) replaced broken door at screw door latch. Broken broken bezel assy harness wire. Replaced broken bottom rear case. 10/14/2019 05:18:46 annette a mendez (amendez) 1001910512110009722500119242589354